Event description:
The portex adult first response resuscitation bag, ref 8503, has a design that makes an unacceptable amount of noise in use. Its inhalation and exhalation valves are of a design that causes a noise in use that can best be described as a duck call or goose call, the frequency depending on the velocity of airflow and probably on the resonant frequency of the air-containing cavities in the system comprising the pt's airway and the attachments to it. In use, this noise makes several aspects of pt care quite difficult. For one thing, it is quite difficult to auscultate for breath sounds in a pt who's been intubated and is being ventilated with this bag. The noise overpowers the more subtile breath sounds, confounding and delaying diagnosis of such things as congestion, atelectasis and pneumothorax. For another thing, the noise is rude, flatulent and sisturbing. The trend nowadays is to allow family member to be present at resuscitation. Having this bag in use, making "happy new year" and "whoopie cushion" noises during resuscitation, must be quite unsettling to family members at a time like this. They are replacing these bags with the ambu spur bag which is equally usable and much quieter. It is difficult for them to imagine that the designers of this bag have ever seen it in use. Otherwise, its design would have been extensively modified before it ever saw production and distribution.